Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 700cc returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: anisomastia. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two 700cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, in-office, with right breast capsular contracture (baker grade IV) and late term seroma. The patient also suffered right breast swelling and left breast firmness and left breast implant slight descent. As a result, the patient underwent bilateral capsulotomy, left breast capsulorrhaphy, bilateral areolar mastopexy, and bilateral implant exchange with 545cc mentor smooth high profile gel implants, on (B)(6) 2023. This medwatch form is for the left breast prosthesis. Complications on the right breast have been reported under mrn: 1645337-2023-12448.

Manufacturer narrative:
On september 9, 2024, mentor received additional information indicating the patient's race. Section a 6 race, has been populated.

Manufacturer narrative:
On january 25, 2024, mentor received additional information indicating that the patient was also diagnosed with soft tissue ptosis.